Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, confirmation of error code e-96 and e-95 were observed to have been recorded in the drpt. The device's pca was replaced to address the issue. Additional evaluation not related to the issue, included the service for fco inside of the device checked and confirmed that there was no peeling or deterioration of the foam. Replaced rp-airpath kit, a30, a40, v30, ola+ p/n 1152388 per lbl1155427. Software version was upgraded to 3.6.5. The unit was checked overall, cleaned and functionally tested.